Event description:
It was reported the patient was having difficulty recharging her stimulator; there were coupling and or communication issues. The patient stated she was under the effects of sedation when she was trained on recharging. She had to recharge within 48 hours of implant, but was told she had 3 weeks before the next recharge. The patient is unable to communicate with either the recharger or the patient programmer. The patient was seen and it was determined the ins pocket from a previous stimulator was too large for the new stimulator and it seemed that the current stimulator was up on it's side, making recharging and interrogating difficult. The patient reported losing a lot of weight and the stimulator was in the abdominal area. The device was moved from the abdominal area to the back area.